Event description:
The patient reported that the arrow buttons were intermittently responsive. The patient stated that the buttons need to be pressed hard to achieve a response; the issue has been ongoing for 1 month. No tears or peeling of the rubber keypad were reported. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, all keypad buttons were intermittently responsive and required excessive force to activate. During investigation, evidence of contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed damage to the pump casing between the display and case seal. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.